Event description:
It is reported that the pt was revised due to implant fracture.

Manufacturer narrative:
Eval summary: based on the observations, the fracture of the femoral component is most likely due to fatigue. It is possible that the large build of the pt contributed to failure. However, without more detailed info on the conditions that the implant was subjected to, including pt activity level and the time of service of the implant, the exact cause of the fracture cannot be determined at this time. Only the femoral component was returned for analysis. The device history records, including the receiving inspection certification for zimaloy material, were reviewed and found to be conforming. Sem analysis of the fractured surface showed a crystallographic nature that is typical for a fatigue fracture in a co-cr-mo alloy. Fracture appears to have initiated near a corner. No material or casting defects were noticed at the crack origin. Eds examination of the femoral component showed co, cr, mo peaks in the spectrum, typical of a zimaloy.